Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent thrombosis occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 32 x 3.00mm target lesion was located in the moderately tortuous and none calcified right coronary artery (rca). There was a significant bend in the lesion less than 45 degrees. The 32mm x 3.00mm promus elite drug-eluting stent advanced to the lesion and there was significant resistance was encountered during advancing. After the stent was deployed, it was noticed thrombus formation at the proximal edge of the stent. Another 3.50mm x 12mm promus elite stent was deployed at the proximal edge of the stent to cover the thrombosis and complete the procedure. There were no further patient complications and the patient condition following the procedure was stable.